Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fractured catheter is confirmed, use related. The product returned is one 4 fr groshong nxt cvc. Use residue is present throughout the sample. A hole is present 11.1 cm from the distal tip of the strain relief sleeve. There are kinks 37.9 cm and 44.7 cm from the distal tip of the strain relief sleeve. The break at 11.1 cm exhibits smooth edges, a polished surface, and the surrounding area appears polished and worn, including worn depth marking, indicating flex fatigue. Manipulation of the catheter reveals tensile weakness at the 2 kinks and 1 hole. There is also tensile weakness and necking of the catheter at the distal tip of the strain relief sleeve and at the 48 cm depth marker. A 12 ml syringe was filled with water and used to flush the catheter. A spraying leak was observed at the site of the hole. Fluid was not observed flowing through the distal valve. As the break displays characteristics consistent with flexural fatigue, the complaint is confirmed, use related. A lot history review (lhr) of rear0642 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshong PICC fracture at the 42cm mark, 3cms subcutaneous from the insertion site. It was stated that the PICC had been placed for 52 days prior to fracture. No patient harm was reported.